Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The pump was found to pass the downstream occlusion (dso) test. The most likely/suspected cause of the customer reported problem was the main board and dso sensor assembly had an intermittent failure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device occludes very often, per reporter - for no reason. New tubing was tried but it persists. There was unknown patient involvement.